Manufacturer narrative:
Submit date: (B)(6) 2011. An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dialysis catheter. The customer stated that when preparing for dialysis, the extension tube connection on the artery end was broken and was leaking blood.